Event description:
It was reported that the patients implantable pulse generator (ipg) would not hold a charge. It was also noted the patients lead had high impedances. The patient underwent ipg and lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20373811/7140626.